Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code recurs.